Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/2/2017 returned test strips produce lo readings. Most likely underlying root cause of "lo" results are due to improper handling: missing strip chemistry (washed off).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 130 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 149mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): lo (B)(6) 2017 08:03:00 pm fasting: yes, lo (B)(6) 2017 08:02:00 pm fasting: yes. Customer calling states that the meter is giving lo blood results. Customer states that she contacted her supplier and they replace the meter, not the strips and she is still getting the lo blood results. Customer is not sure when the strips were open up.